Manufacturer narrative:
The customer contacted physio-control to advise that they have decided to not repair the device at this time. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation would not be possible, it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.